Event description:
A nurse reported a sys message displayed during a cataract with intraocular lens implant procedure. Following a five minute delay to exchange the sys, the procedure was completed with no harm to the pt.

Manufacturer narrative:
A company rep delivered a footswitch cable to the customer. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. No sys event log or sample has been rec'd for further evaluation. The root cause of the reported event could not be determined conclusively. (B)(4).